Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with an unspecified mentor saline breast prosthesis that deflated post implantation. The deflation was diagnosed via a physical exam. The side of deflation (left breast, right breast, or bilateral) was not specified. As a result, the patient underwent bilateral explantation on (B)(6) 2024.

Manufacturer narrative:
On 01-mar-2024, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device is an unspecified mentor smooth saline breast prosthesis. On 08-mar-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth saline breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedures, and it identified a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-feb-2024, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a deflation in the saline breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. The device was placed in a bag and the rent/puncture side could not be observed. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. On (B)(6) 2024, mentor received additional information about the event: - it was reported that it was the patient¿s right breast prosthesis that deflated. The left breast prosthesis was removed intact. - the patient underwent bilateral explantation on (B)(6) 2024 with no replacement breast prostheses. The patient is scheduled for bilateral replacement surgery with unspecified mentor saline breast prostheses on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2024, mentor received additional information about the event. The patient underwent a bilateral replacement surgery with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).